Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article entitled, ¿considerations regarding polyethylene wear in total hip arthroplasty¿ by h. Fahandezh-saddi díaz, published by orthopaedic traumatology (2003), vol. 47, pp. 175-181, was reviewed. The purpose of this article is to report the results of revision surgery due to excessive polyethylene liner wear. Implanted depuy products: aml cup, polyethylene liner, femoral head, and aml femoral stem. This complaint captures the 6 patients with depuy components that were revised due to excessive polyethylene wear labeled case 1 through case 6 linked to pc-000600977. (B)(6) female implanted with 48-mm aml cup, 32-mm head, 10 +5 aml stem, and polyethylene liner. Cup and liner revised 8 years post-op due to progressive pain secondary to cup loosening and excessive polyethylene liner wear. There was an intraoperative acetabular fracture that occurred during removal of the aml cup. There were no reported product problems with the stem or head. Treatment of the introperative fracture was not provided by the authors.